Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. The customer troubleshot with technical support and was provided part for the flow sensor assembly. A representative from philips patient care and monitoring solutions attempted to contact the customer to obtain additional information related to the initial report with no response. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed the flow test during performance verification testing. No patient involvement.